Event description:
The customer's mother reported that her son fell off his bike, and damaged the insulin pump. She stated that entire bottom of the case fell off, and is in pieces. The mother stated that the wiring is exposed. Advised the mother that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with a broken end cap, cracked battery tube threads and a cracked reservoir tube lip.